Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) came onsite to further investigate the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. System was tested and ready for use. Isi received the usm and completed the failure analysis investigation. The usm was analyzed, and the reported 23008 error was confirmed and replicated. Error 23008 was found in the system logs, indicating a pot to encoder error on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a testing platform where the 23008 error was triggered and the agc current was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight pca and ffc were further tested and verified to be the source of the fault. As a result of this investigation, failure analysis has concluded that the yaw searchlight pca and ffc were found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 faulted at power up. The error could not be recovered, and customer elected to disable usm 2 and then recovered. System logs review done by the technical support engineer (tse) confirmed an error reported by usm 2. The tse recommended a power cycle; however, the error recurred after the power cycle was performed. There was no report of patient involvement or patient injury.